Event description:
Caller alleged discrepant inratio results: results as follows: date: (B)(6) 2012, inratio: 6.2, lab: 1.1. Lab sample was drawn minutes after finger stick. The pt stopped taking coumadin prior to being tested on the inratio meter. Hct = 26.2.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 6.2, reference 1.1, mean 3.65, confidence limits: 2.2 - 5.3, result: fail. Reported results are outside of the determined confidence limits for passing accuracy comparison. Criteria for testing accuracy has failed, and the values are discrepant beyond the documented variability for pt/inr testing. Further testing is required. User reported anemic pt. Per product inset _ "a hematocrit (percentage of blood that is red blood cells) that is higher (above 55%) or lower (below 30%) than validated operating range of the inratio/inratio2 system can cause an inaccurate result." In-house therapeutic donor testing has been performed on reported lot #276976 on (B)(6) 2012. Results as follows: donor 1, inratio: 2.2, 2.0, 2.1; reference: 1.83; bias threshold: 1.33 - 2.33; %cv: 4.76. Donor 2: 2.2, 2.4, 2.5; 2.02; 1.02 - 3.02; 6.45. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Conclusion: analysis of client's data from inratio and reference method revealed that test results did not meet accuracy criteria. Review of complaint found pt's hematocrit level lower than product limitation. Per product user guide - limitations, hematocrit ranges between 30-55% will not affect test results." Pt's condition as a cause for the unexpected inr results cannot be ruled out. No product was expected to be returned. Root cause could not be determined from the info provided. Review of recent in-house therapeutic sample testing found retain strips met accuracy and precision criteria. (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), no further action is necessary. This issue will continue to be tracked and trended. Corrective action is not required at this time.